Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and flail. Following a suboptimal transseptal puncture, a steerable guide catheter (sgc) and a mitraclip ntw were prepared per the instructions for use (IFU) and inserted without issues. However, due to the suboptimal transseptal puncture, the a knob was applied to gain more height. The mitraclip ntw was ultimately advanced in the left ventricle. However, while in the lv, a gripper became caught on the anterior leaflet. Troubleshooting was performed, and the clip was able to be freed from the leaflet. The clip was repositioned, and deployed on both leaflets, reducing mr to trace. It was noted that the clip appeared to be stable on deployment. The patient remained stable. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty or delayed positioning (gripper became caught on the anterior leaflet). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and flail. Following a suboptimal transseptal puncture, a steerable guide catheter (sgc) and a mitraclip ntw were prepared per the instructions for use (IFU) and inserted without issues. However, due to the suboptimal transseptal puncture, the a knob was applied to gain more height. The mitraclip ntw was ultimately advanced in the left ventricle. However, while in the lv, a gripper became caught on the anterior leaflet. Troubleshooting was performed, and the clip was able to be freed from the leaflet. The clip was repositioned, and deployed on both leaflets, reducing mr to trace. It was noted that the clip appeared to be stable on deployment. The patient remained stable. There were no adverse patient effects and no clinically significant delay in the procedure.